Event description:
Product 2 of 2: MFR report reference: 1627487-2018-13145.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 2 of 2. MFR report reference: 1627487-2018-13145. It was reported the patient had ineffective stimulation caused by high impedance of one lead. Reprogramming was attempted without success therefore the physician replaced the lead on (B)(6) 2018. It is unknown which lead had the high impedance so both are being reported. Effective therapy was established post operatively.